Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she gave herself 25 units of insulin instead of 25 carbs. The customer had to go to the emergency room. The customer stated that her hemaglobin was at 6.5. While in the emergency room, the doctor stated that she had a bleeding ulcer.